Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 63(hardware low-level failures). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer was able to clear the alarm, and the customer did not receive the request to rewind the pump. The pump passed the self-test. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump was received with missing segments/partial display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test or verify any pump error 63 alarms due to missing segments/partial display unit was successfully downloaded using thus software. [On adapt, no relevant alarms were noted] however on adapt, confirmed (63) alarm on (B)(6) 2025 14:42:55.000 hour for alarms that may have occurred in the past and line number 478 file number 147 (B)(6) 2025 14:42:47.000 or during a complaint call that might have triggered the reason complaint. Pump was cut open to perform visual inspection and found no moisture damage on the pump. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail, broken belt clip rails, serial number label missing and pillowing keypad overlay. In conclusion, unable to verify pump error 63 alarm during testing. However, pump error 63 alarms in history on event date due to hardware error electronic defective. Hardware fault: sf chip timeout failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.